Event description:
Initially customer called to report that her pump was having an e-17 alarm. Customer also reported that she was hospitalized with low blood glucose levels. Customer stated that the pump delivered the whole insulin reservoir into her body and caused her to go into a coma. Customer stated that she remembers the pump giving her a motor error message and then delivering the insulin into her body. Explained to customer that when the pump gives a motor error, it usually makes her rewind and run a manual prime.